Event description:
Same case as MFR #: 2134265-2012-05704. It was reported that during a balloon-occluded retrograde transvenous obliteration (brto) procedure, a balloon ruptured occurred. The first occlusion balloon was found to have a scratch on balloon material. The second occlusion balloon was advance to the lesion, but ruptured during the first inflation. The third occlusion was also advanced to the lesion, but ruptured during the first inflation. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the balloon was found to be ruptured when inflated. It is likely that the balloon came into contact with a sharp object in the region of the lesion probably due to procedural/ anatomical factors encountered during the procedure causing the balloon to burst. Both proximal and distal balloon bonds were measured and found to meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2012-05704. It was reported that during a balloon-occluded retrograde transvenous obliteration (brto) procedure, a balloon ruptured occurred. The first occlusion balloon was found to have a scratch on balloon material. The second occlusion balloon was advance to the lesion, but ruptured during the first inflation. The third occlusion was also advanced to the lesion, but ruptured during the first inflation. No patient complications were reported and the patient's status is stable.